Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that orthocord sutures were not properly connected in the anchor and came loose. The complaint device is not being returned,it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, it was noted that there is only showed the product label and no the device itself. No anomalies were identified. Therefore, the complaint reported was not confirmed. With the evidence provided, we cannot determine a root cause for the reported failure. Hands on analysis should provide more evidence to be able to discern most clearly a root cause. A possible root cause for the reported failure can be attributed to low tension applied in the suture. However, this cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [(B)(4) ] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that during an aquiles tendon surgery, a gii qa+ w #2 orthocord was used to support other anchors. The orthocord suturers were not properly connected in the anchor and came loose. They could not be used for tying. The surgeon had to put another anchor in place as well. There was a surgical delay of 15 minutes. No patient consequence reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there were no patient consequences or impact to the user or patient. It was reported that the surgeon was able to complete the surgery using the other anchor. It was reported that there was no intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).